Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: visual inspection revealed evidence of moisture ingress in the pump on the display screen. The pump failed a leak test due to a leak resulted by a crack between the display lens and the case seal. The pump powered ¿on¿ and displayed the ¿verify¿ screen. Unrelated to the initial complaint, the display screen was observed to be dim, faded, and distorted. The keypad rubber was observed to be undamaged and all of the keypad buttons responded properly to testing. The pump cover was removed and moisture corrosion was observed on the motor flex/connector, the display flex/connector, the keypad flex/connector and to the power circuit. The keypad was removed from the base and there was no evidence of contamination or damage to the button contacts observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly both arrow keypad buttons as well as the ok button are not responding at all. The patient also reports moisture behind the display screen along the left side of the screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.